Event description:
It was reported that the customer had an unspecified charging issue with the pump. There was no adverse impact to her blood glucose level reported. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.